Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the closure device button of a 5f exoseal vascular closure device (vcd) could not be depressed during procedure. Manual compression was used to complete the procedure. There was no reported patient injury. Excess force was needed to fully depress the button. The interventional procedure used an antegrade approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When the depression of the button was attempted, the button would only depress partially. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
As reported, the closure device button of a 5f exoseal vascular closure device (vcd) could not be depressed during procedure. Manual compression was used to complete the procedure. There was no reported patient injury. Excess force was needed to fully depress the button. The interventional procedure used an antegrade approach. There was pulsatile flow observed from the bleed-back indicator. There were no visible signs of device/package damage prior to use. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When the depression of the button was attempted, the button would only depress partially. The indicator window was showing solid black at this time. The indicator window did not show any red color during retraction. The user is trained to the device. The device was stored and prepped according to instructions for use (IFU). One non-sterile vascular closure device 5f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the device was already inserted into a non-cordis csi (catheter sheath introducer), the button/deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found locked. No anomalies were observed during the analysis. Functional test could not be successfully performed since the device was already deployed. The device was opened to observe the internal components, no anomalies were noted on the indicator window nor the deployment lever mechanism. The reported event by the customer as ¿deployment lever (button) ¿ frozen/locked¿ was not confirmed since functional test could not be performed due to the deployed device; in addition, the internal mechanism of the lever was found with no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.